Event description:
No additional information.

Manufacturer narrative:
Following the submission of the initial MDR, it was determined that this complaint is a duplicate of pr (B)(4) and the complaint will be cancelled. The associated MDR will be void.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material: 405180, batch#:4278395. Verbatim: I have a sharps container full of needles from this site that do not inject. (According to the doctor) I have not tested them as they are in a sharps container and I don¿t have the proper equipment to open it safely. No adverse event has occurred or patient injury noted just inconvenient, time wasting and adds a poke to the patient which is not ideal practice.